Event description:
It was reported that the patient presented for a follow up in clinic. Device interrogation revealed that the patient's right ventricular (rv) lead exhibited high and out-or-range pacing impedance and increasing capture threshold. The device was reprogrammed. The patient was stable and will continue to be monitored.